Manufacturer narrative:
The pt identifier, age, weight and gender were not available.

Event description:
It was reported that during a diagnostic arthroscopy procedure the physician (B)(6) attempted to plug in an unk arthrowand into a quantum 2 system however, the controller did not recognize the wand. The procedure was completed using a shaver. No pt complications were reported as a result of the event.